Event description:
Pt experienced an apparent allergic reaction after extended use (over six months) of device and electrodes that required medical treatment with cortisone and prednisone. Pt has known allergic reaction to nickel.